Manufacturer narrative:
Correction: section g3 in the initial report was submitted with a date of 27jul2023; however, the correct date is 02aug2023. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through review of the submitted images. The report of low flow alarms was confirmed through the onsite evaluation by an abbott representative and review of the submitted log files. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the cause was outflow graft thrombus. In addition, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure and aortic insufficiency could not be conclusively determined through this evaluation. The submitted controller event log files captured transient low flow alarms on (B)(6) 2023 and (B)(6) 2023. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the files. The account submitted computed tomography (CT) images for review which captured cross section views of the outflow graft. The reported outflow graft thrombus could not be confirmed through review of the submitted CT images. The patient ultimately expired due to complications from a pump exchange on (B)(6) 2023 as reported under MFR #s 2916596-2023-06760 and 2916596-2023-06761. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D., are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The heartmate 3 pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev. C, are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms, as well as how to respond to each alarm condition. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis, as well as how to respond to such events. In addition, section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas. Section 6 (under ¿right heart failure) also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms associated with a funny feeling in their chest and lightheadedness. An echocardiogram revealed left ventricular ejection fraction of 10% and dilated right ventricle with moderately reduced function: the sclerotic aortic valve did not open with mild to moderate aortic regurgitation, moderate mitral regurgitation, and severe tricuspid regurgitation. A coronary computed tomography angiography showed a mural thrombus in the outflow graft, originating at the left ventricular assist device (lvad) inlet cannula and extending to the midportion of the graft. Thrombus was noted to occlude up to 75% of the outflow graft at its most severe location. The patient received tissue plasminogen activator and a heparin drip to treat the thrombus. The thrombus did not resolve, although the pump flows did improve after treatment. The patient's international normalised ratio (inr) goal was changed from 2-3 to 2.5-3. The patient was given daily treatments of plavix (clopidogrel). A low flow software update resolved the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.